Manufacturer narrative:
Method: review of the manufacturing process as well as hardness and strength testing was performed on the returned samples.

Event description:
Getting ready to insert needle into the skin and it broke off right by the eye of the needle. Both pieces were retrieved.